Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, andthe helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and stretched out of specification. Tissue was visible on the helix. (B)(4).

Event description:
It was reported that, during the implant procedure, the lead was "hung up" on the subclavian vein and the helix looked damaged. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.